Event description:
On june 4, 2009, terumo (B) (4) was informed that upon priming a cardiopulmonary bypass circuit, the circulate (priming solution) was noted to be leaking from the extra corporeal circuit pump (centrifugal/non-roller type pump). The user facility reported that the pump was not changed out prior to initiating the bypass procedure and that the surgery was completed without complications. The user facility reports that there was no patient or user injury as a result of this event.

Manufacturer narrative:
Terumo cvs is aware of the event that was reported by the user facility as the organization has received reports of this nature in the past. Such reports have indicated that flexible circuit tubing disengages from the inlet port of the centrifugal pump. However, terumo's assessments of this matter have demonstrated that the centrifugal pumps are manufactured in accord with intended design specifications - and when securely and properly affixed to appropriate circuit tubing, the event does not occur. Terumo has issued a safety bulletin to consignees of the product to provide additional information that is designed to assist the user in securing an adequate connection between the flexible pvc circuit tubing and the inlet port of the centrifugal pump. Note: if additional information is obtained, a follow up report will be submitted.